Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while in the software in the manage exams tab the system unexpectedly exited the software.

Manufacturer narrative:
A software analysis was initiated. Analysis determined that this event was consistent with a known software anomaly. The instance is tracked in an internal database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.